Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device revealed that the gauge needle was misaligned out of its original position, and was not indicating 0 atm. It was also noted that the clear gauge cover had some stress marks. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water; a leak was observed in the luer that connects the y-adapter and the syringe. The device was not able to hold the pressure. Media inspection showed that the device and the original tray has no damage. Based on the available information, it is most likely the device was not correctly manipulated during the unpacking, preparation, and/or procedure, which resulted in the found defects. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used for a dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, it was noted that water was leaking from the luer connection of the syringe. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the gauge is reading inaccurately; therefore, this is now an MDR reportable event.